Manufacturer narrative:
Additional product code: gxr. Implants removed on an unknown date. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that a patient was implanted with a (peek implant) patient specific implant, matrixneuro x-plates (quantity of 4), matrixneuro straight plates (quantity of 2) and matrixneuro screws (quantity of 20) on (B)(6) 2018 for a cranioplasty. Patient developed infection and the implants were removed on an unknown date. There was no surgical delay. The type of infection is unknown. Patient will be implanted with another patient specific implant. The surgery date has not been scheduled. This complaint involves a total of 27 devices captured on three (3) complaint files. (B)(4). This report is 5 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: gwo, gxr. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a patient specific implant (psi) polyether ether ketone (peek) implant, four (4) matrixneuro x-plates, two (2) matrixneuro straight plates, and twenty (20) matrixneuro screws on (B)(6) 2018 for a cranioplasty. On unknown date, patient developed infection. Patient was returned to surgery on unknown date where the implants were removed. There was no surgical delay. The type of infection is unknown. Patient was not revised to additional hardware at that time. Patient was later revised to another psi implant on (B)(6) 2018. This report involves a total of 27 devices captured on three (3) report files: (B)(4). This report is for one (1) matrixneuro screw. This report is 5 of 7 for (B)(4).